Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, it was determined that poor communication occurred due to cable failure resulting to e224 error. E224 error is the error that occurs when communication with a camera head fails (instruction manual of otv-s400 chapter 9: when abnormality occurs. - 9.2 how to tell the abnormality and how to handle it). It was recommended to replace the video cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the 4k camera head, error code e224 with a message, camera head connection error. The issue was found during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the issue occurred due to a contact failure inside the video cable, causing switches and white balance to be unavailable, and the possibility of the cable being stretched which generated contact failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.